Event description:
Three devices (cev649-5b, cev1019-5b, and cev625-1) were returned for repair to mxi service and repair. It was reported that the device(s), "no longer closes".

Manufacturer narrative:
Device 2 of 3: cev1019-5b (lot: 120103) - manufacturing date: 01/01/2012. Device 3 of 3: cev625-1 (lot: unk) - manufacturing date: unk. (B)(6). Cev649-5b was evaluated and the tube sheath was found to be damaged at the end. The sheath was most likely damaged after use with a non compliant insert. Cev1019-5b was evaluated and no problems were observed. The instrument was functioning as designed. Cev625-1 was evaluated and the insert was found to be bent. The threading was damaged and the stopper could not be found. The thread was most likely damaged as a result of use during the life of the instrument. Note: this MDR is being filed as a result of an internal review of complaints from medtronic's mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues. Medtronic's internal reference # n/a. (B)(4).